Event description:
The patient reported she experienced high readings for the past 3 days. Her blood glucose levels measured "hi", which indicates a value above 600 mg/dl. Her infusion device gave an e4 (occlusion) error the past few days. She changed her infusion tubing, cartridge, and infusion site and no other error messages have been observed. Her readings have remained high. Her normal blood glucose range is 175-220 mg/dl. The patient is visually impaired and is a brittle diabetic, so she no longer feels the symptoms of high readings. While troubleshooting, her blood glucose level was tested and it was 498 mg/dl. She stated that she had bolused and injected insulin using her pen within the last hour before this test. She felt the infusion device is "not delivering accurately" since her levels are still so high. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.